Event description:
Complaint is now reportable based on the analysis completed on 08/23/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 65% stenosed and calcified lesion was located in the very tortuous mid left anterior descending (lad) artery. No patient injuries or complications were reported. However, the returned product revealed a shaft breakage.

Manufacturer narrative:
The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 18 cm distal from the strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the crimped stent and tip found no issues. Microscopic examination of the balloon found no issues with the balloon material. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is determined to be operational context.